Event description:
It was reported that when using the bd pyxis¿ medstation¿ es on disconnected mode and user was unable to login, which located on fg 9msp 9e. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.